Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 171580f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 171580f met all release criteria prior to product release. There is one similar report for this lot. Additional information was requested by mail and fax on 07/23/2010 and 08/17/2010 and by phone on 08/06/2010. A completed questionnaire was received from the consumer on 08/10/2010. (B)(4).

Event description:
Adverse event(s): "infection" (infection); "keartitis" (keratitis). Product problem(s): "none reported" (no information). A consumer reported that her husband experienced an eye infection following use of this product. The consumer stated that her husband was treated with antibiotic/steroid drops. She reported that his symptoms are improving with treatment. A completed questionnaire was received on (B)(6)2010 and the consumer reported that he was treated on (B)(6)2010 for keratitis of the left eye and was treated with antibiotic and steroid drops. He also reported that he was treated again on (B)(6)2010 for keratitis in both eyes and was treated with antibiotic drops. The consumer reported that he considered the events to be moderate in severity and resolved with treatment.